Event description:
It was reported that a drop in pacing rate was noted during testing. The patient reported feeling light-headed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead, (B)(6) 2103; 6947m implantable tachy lead, (B)(6) 2103. (B)(4).